Manufacturer narrative:
G4:09nov2020. B4:05dec2020. During the evaluation, the engineer also reported a fault with the blower. Additional information was received that the field service engineer confirmed the issue was resolved by replacing the delivery system (gds) and the blower. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10aug2020.

Event description:
The customer reported pulsator fault. The engineer confirmed the equipment gave an automatic alarm when the fault occurred and suggested to replace the gas delivery system (gds). The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer decided not to accept the quotation for service and repairs.